Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated that his joint is very loose and his knee cap dislocates on a regular basis. Patient stated he started having issues approximately 6 days post surgery.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: triathlon ps fem component, cemented; cat# 5515-f-301; lot# unknown, triathlon ps x3 tibial insert; cat# 5532-g-413; lot# unknown, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as x-ray images, recent clinical follow up and confirmation of patients complaint of dislocation are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient stated that his joint is very loose and his knee cap dislocates on a regular basis. Patient stated he started having issues approximately 6 days post surgery.